Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while using the cat6, the physician noticed that the flow had stopped and decided to remove the cat6 to flush it. Upon removing the cat6 from another manufacturer's sheath, the physician noticed that it was bent and kinked. The thrombectomy portion of the procedure was stopped at this point since the physician had cleared the thrombus that he was working on and had reestablished some flow. There was still some residual thrombus left in the patient, which was then treated using another manufacturer's system. There was no report of an adverse effect to the patient.